Manufacturer narrative:
Ameda received the returned a/c adapter for investigation on 08/15/2014. The results of the investigation will be submitted in a supplemental report.

Event description:
On (B)(6) 2014, a rep for babyface baby essentials contacted ameda. She stated that the customer complained that on a/c adapter "cord blew up during use".